Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that inlet pressure (ip) was -0.2 at circulation pump command (cpc) of 100 percentage. No suction felt at manifold port with fluid delivery line (fdl) removed. Per ttm report, biomed trying to do preventive maintenance on device. Did total drain and now device will not take up water.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A check of the diagnostics showed that inlet pressure (ip) was -0.2 at circulation pump command (cpc) of 100 percentage. No suction felt at manifold port with fluid delivery line (fdl) removed. Per ttm report, biomed trying to do preventive maintenance on device. Did total drain and now device will not take up water. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that inlet pressure (ip) was -0.2 at circulation pump command (cpc) of 100 percentage. No suction felt at manifold port with fluid delivery line (fdl) removed. Per ttm report, biomed trying to do preventive maintenance on device. Did total drain and now device will not take up water.